Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced bleeding during implant surgery. Monopolar electrocautery was used. Device testing revealed results within normal limits. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.